Manufacturer narrative:
Product returned and evaluated. Both hand grips were found to be broken at the weld. It appears to be freight and or packaging issues.

Event description:
This chair arrived with the back canes broken off. No additional information provided

Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
This chair arrived with the back canes broken off. No additional information provided.